Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/11/2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device, with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window. The delivery device was removed from the loading device. The seal and tension spring was in the delivery tube. The seal and tension spring assembly was removed from the delivery device. No visual defects were observed on the seal. No cracks were observed on the seal. Based on the returned condition of the device, the reported failure "crack" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was broken in the loading device tube and it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was broken in the loading device tube and it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was broken in the loading device tube and it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.